Event description:
The customer reported that the device would not recognize pads ECG and failed operational check. This was identified during testing of the device; there was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would not recognize pads ECG and failed operational check. This was identified during testing of the device; there was no pt involvement. The device was returned to philips for eval and the reported symptom was reproduced. The problem was isolated to the power pca. Replacement of the power pca resolve the symptom.